Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated cannula was not bent. Customer stated they did not treated high blood glucose level. Customer stated they got no delivery during basal and bolus time. Customer stated insulin exited during fill cannula. The insulin pump will not be returned for analysis.